Event description:
The reporter stated that the nu-site was not holding and blood was backing up in the line. According to documentation returned with the unit, a tubing line was attached to the nu-site with an unk medication infusing. The line was removed to flush and give a new medication. Blood immediately backed up and out of the nu-site onto the bed. No pt injury or treatment was associated with this event.